Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one hemostar dialysis catheter implanted in a patient body. Multiple circumferential crack like splits were noted on the catheter in the region between bifurcation and the cuff region. No leak was noted from the cracks in the provided photo. Therefore, the investigation is confirmed for the reported catheter fracture. However, the investigation is inconclusive for the reported fluid leak issue as the provided photo is not sufficient enough to confirm the issue and further the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 03/2022).

Event description:
It was reported that sometimes post catheter placement procedure, the catheter allegedly had crack. It was further reported that blood allegedly leaked. The procedure was completed using another device. There was no reported patient injury.